Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of 7.0 mmol/l. An add'l sample obtained from the neonate reportedly measured 5.1 mmol/l, in the facility's lab, 8 minutes later. Reporter stated that an add'l comparison was performed with neonate's blood glucose measuring 6.6 mmol/l on the inform system and 4.9 mmol/l on the laboratory instrument (3 minutes apart). Reporter did not indicate if pt was treated based on the value obtained on the inform system. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in other country.